Manufacturer narrative:
(B)(4). The lot number, 20832 does not correspond to the linx device. What is the lot number for lxm16? 20823 the DHR for lot 20823 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2019. Additional information received: the lot number, 20832 does not correspond to a linx device. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 10/01/2019. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was ph testing performed prior to explant to confirm recurrent reflux? No, they perform egds, manometry and barium swallow. After implant, was the device initially effective in controlling reflux? No, the patient still have some symptoms just after surgery. When did the recurrent reflux begin? Just after the implant. The symptom had improved but still to be present. Occasional episodes of reflux right away.

Event description:
It was reported that there was a surgical removal of the linx implant and replacement with nissen fundoplication. The linx was implanted for treatment of gerd. After one year from implant ((B)(6) 2018) the patient still has some gerd symptoms. There were no patient consequences.